Event description:
It was reported that a minicap transfer set experienced a loose connection with a titanium adapter. The problem was identified before use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the reported condition was unable to be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The transfer set has been returned. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of the investigation, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation against the reported condition. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. An integrity of the seal surface test was performed and the device passed. These tests were performed using the original titanium adapter connected to the patient connector. The inside diameter of the patient connector was measured and found to be within specification. There were no issues noted during the initial evaluation and the problem could not be confirmed. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.